Event description:
Customer reported the system will "not come out of cine". No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive, single board computer, and image processor. System operates as intended.